Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood sugar. It was also stated that the customer has been on manual injections since the doctor removed the battery from the insulin pump. No further info was provided at the time of call.